Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.0 - 2.5 mmol/l after a double bolus was delivered overnight. Customer's parents administered a glucagon injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Bg was resolved.